Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. For this reason, terumo references eval codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during inspection the endoscope lens was blurry. There was no pt involvement.